Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stenting of three lesions with xience v stents, one stent in the 1st diag, one stent in the mid lad, and two stents in the distal rca. No procedural complications were reported. The pt death occurred in 2009. The pt died quietly in her sleep. The pt was taking aspirin and clopidogrel at the time of death. No add'l event or pt info is available.

Manufacturer narrative:
The other xience v everolimus eluting coronary stent systems are being reported under the same MFR report number. Results and conclusion summation: product performance engineering reviewed the incident. Death is listed in the xience v IFU as a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. There was no report of any product malfunction identified during the procedure that could have contributed to the reported pt effect. In this case, a conclusive cause for the reported pt effect, and the relationship to the products, if any, cannot be determined.